Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because apply sample was not resolved with troubleshooting.

Manufacturer narrative:
Replacement products were sent to the patient.